Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating the cause of the therapy turning off on its own was because they did not charge because the remote tested broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's therapy turned off by itself, further stating that today patient started shaking a lot/patient had return of symptoms. Patient wanted to turn stimulation back on. Caller tried to connect with the patient programmer (pp) to check status , and the pp showed poor communication screen. It was noted that the patient does not use an antenna, it was reviewed for the patient to place the pp directly over the ins and sync with the ins, however this did not resolve the poor communication. The patient used the ins recharger (insr) and connected with the implant, and showed stimulation was off but the ins battery was 1/2 to 3/4 full. The insr was able to communicate with the ins. It was reviewed for the patient that turning stimulation back on can only be done with the pp, but since they were getting poor communication, the recharger could be used. It was reviewed for the patient to only use the antenna locate (al) feature when directed by the manufacturer or the health care professional (hcp). Patient was guided through the al feature, turned ins back on and patient felt it and felt better right away. Patient was directed to follow up with the hcp about the ins turning off on its own. A replacement pp was sent to the patient. No further patient complications were reported/ anticipated as a result of this event.